Event description:
Issues with the heparin syringes: staff attempted to pull back on the plunger and insert more air into the vial, but the syringe would not draw. Syringe will only draw about 0.1ml of heparin. When you pull back on the syringe before drawing up medication, they release on their own back to where the syringe originally was. They also do not draw up medication, and even if they did, you would lose a lot of it due to it releasing on its own. There was another event where the heparin drawn through the needle was very slow. The other day staff had a syringe that barely was able to draw up medication. Almost as if the inside of the needle was smaller, so staff had to get another syringe. An additional event occurred with the same device type when heparin was drawn into the syringe, the medication forcibly went around the needle causing the medication to be wasted.